Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold measurements. In addition, patient was treated for heart failure. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.